Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the patient was trying to turn the device off, but the caller didn't know which device they were referring to and whether or not they were using the correct programmer on the correct device. The hcp is going to try and get more information and will have the patient call to get help with turning the device off. Hcp called back on (B)(6) 2017 saying the reason why they had trouble in attempting to do an MRI (not related to device/therapy) was they were treating the ins like a spinal pain ins. It is unclear if the patient's ins was successfully turned off. No patient symptoms and no further complications have been reported as a result of this event.